Manufacturer narrative:
(B)(4). The ventilator was evaluated and the graphic user interface printed circuit board was replaced, which resolved the issue. The hardware on the backlight inverter printed circuit boards were updated, software was downloaded onto the graphic user interface printed circuit board. The ventilator passed self tests.

Event description:
It was reported that the ventilator's lower display was erratic. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.